Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module and oxygen gas module were replaced and returned for further investigation. Simulated use testing of the received air gas module and oxygen gas module have not reproduced the described customer issue. The review of the returned device logs confirms the reported issue. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2021. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.